Manufacturer narrative:
On 18-jan-2017 product investigation results: reporter returned two toothbrush heads on 16-jan-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head failed / the brushing head detached itself from the stem whilst in use / the brushing head began to move erratically in mouth, appears to be detaching itself [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported via e-mail on 16-nov-2016 that the pack of oral-b power oral care refills precision clean that he purchased appeared to have a problem. He described that the first head that he used failed after about 5 weeks of use, when the brushing head detached itself from the stem while in use with an oral-b rechargeable toothbrush, version unknown. He stated that after years of using oral-b brushes this had never happened. With the second head he used, after around 4 weeks of use, the brushing head began to move erratically in his mouth, and on a closer inspection the head appeared to be detaching itself similar to the previous one. No symptoms developed. On 17-nov-2016 received consumer's follow-up e-mail: the consumer reported that it would seem that he purchased fake or non genuine items from a seller online. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head failed / the brushing head detached itself from the stem whilst in use / the brushing head began to move erratically in mouth, appears to be detaching itself [device breakage]. It would seem that I purchased fake or non genuine items - oral-b [suspected counterfeit product]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6) 2016 that the pack of oral-b power oral care refills precision clean that he purchased appeared to have a problem. He described that the first head that he used failed after about 5 weeks of use, when the brushing head detached itself from the stem while in use with an oral-b rechargeable toothbrush, version unknown. He stated that after years of using oral-b brushes this had never happened. With the second head he used, after around 4 weeks of use, the brushing head began to move erratically in his mouth, and on a closer inspection the head appeared to be detaching itself similar to the previous one. No symptoms developed. (B)(6) 2016 received consumer's follow-up e-mail: the consumer reported that it would seem that he purchased fake or non genuine items from a seller online. No further information was provided.